Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major infection. The patient had increased drainage from his sternal wound site for two days prior to admission. On (B)(6) 2021 the patient went in for an operative exploration washout, debridement, and wound vac placement. The patient has a history of pseudomonas aeruginosa and is on lifelong suppression medication with cipro. The patient was put on daptomycin and cefepime. Wound cultures were positive for pseudomonas aeruginosa. The infection resolved on (B)(6) 2021.